Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13698. The pt reported she would like to have her scs system explanted due to the pain it is causing in her stomach. The pt stated her scs system hasn't provided her proper pain relief since it was implanted. F/u info identified the pt did not want to be reprogrammed and she is looking for a new physician regarding a consult visit. Surgical intervention maybe taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.